Manufacturer narrative:
An event of mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported perivalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
An event of mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported perivalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) ,(B)(4). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done 26mm non-abbott balloon. The final implant depth was 9.89mm on the non-coronary cusp (ncc) and 7.60mm on the left coronary cusp (lcc). After the procedure, transthoracic echocardiogram (tte) showed mild paravalvular leak (pvl) was noted. On 30 day follow up, it was noted that pvl was increased.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done 26mm non-abbott balloon. The final implant depth was 9.89mm on the non-coronary cusp (ncc) and 7.60mm on the left coronary cusp (lcc). After the procedure, transthoracic echocardiogram (tte) showed mild paravalvular leak (pvl) was noted. On 30 day follow up, it was noted that pvl was increased.